Event description:
On (B)(6) 2013, the reporter contacted animas to report the patient obtained elevated blood glucose readings ranging from 250 mg/dl to 600 mg/dl and he experienced the symptoms of vomiting, lethargy and blurred vision. The patient noted the reported pump had lost power. The patient replaced the pump battery to no avail. The patient noted he started his backup plan for insulin delivery. Troubleshooting revealed the patient had not replaced the pump¿s battery cap as recommended by the manufacturer, and the battery cap was damaged with stripped threads. The patient was unable to securely tighten the cap. The patient did not have a new replacement battery cap available. The patient¿s technique was incorrect by not replacing the battery cap. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump power issue, this complaint is being reported.

Manufacturer narrative:
Date of event: not provided.